Manufacturer narrative:
Correction: the correct implant serial number is (B)(6); not (B)(6) as previously reported. Device analysis report attached.

Event description:
Per the clinic, the base of the electrode was found to be folded over in the cochlea, resulting in the decision to explant the device. The device was explanted on (B)(6) 2024, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on june 28, 2024.